Event description:
Patient presented with a 90 degree bend in the iliac artery. While advancing a bifurcated delivery system, guidewire access was lost. The physician decided to remove the guidewire and replace with another. While advancing again, the physician encountered a wire wrap. The delivery system would not rotate to resolve, and after several maneuvers, was unsuccessful. The patient was converted to open repair and tolerated the procedure well. The delivery system was cut to remove.

Manufacturer narrative:
Engineering analysis of the returned device indicated no device or material failure. Review of lot records/work orders, prior reports. No issues were noted. Operational context contributed to the event.